Event description:
Patient's sister reported patient's loading dose feature is not displaying on the pump. Patient reported this issue to the vyalev rn pump support team and deemed new pump is needed. Patient is still able to receive continuous doses and extra doses and does not need to transition to oral medication. Patient ran his high dose for 1 hour to replace the loading dose that was not available and this was sufficient, but replacement is still needed. Caregiver is not sure of patient's current dose settings and we will need to confirm with provider before shipping. No missed dose or adverse events reported. Unknown if available for return. Pump lot number and expiration date are unknown. No further information provided. Indication: parkinson's disease without dyskinesia, without mention of fluctuations. Dose and frequency: administer the contents of 2 vials under the skin for up to 24 hours each day. Loading dose: 1.1 ml, continuous dose: 0.38 milliliter/hour (0.35 - 0.4 ml/hr), extra dose: 0.15 ml.